Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: in the process of administering a general anaesthetic for category 1 caesarean section cannula malfunctioned. Following induction bolus of propofol into the top port of the cannula when I removed the syringe a mix of blood, propofol and plasmalyte (that was running through the giving set) came out of the grey port on the top of the cannula. Given the clinical situation I immediately injected 100mg suxamethonium into the top port followed by a large flush. Surgery was commenced and alternative IV access was gained. (Of note the cannula was a 16 ga bd venflon inserted by myself in labour ward before arriving to theatre as following a similar recent event a number of 16 ga cannulas have been removed from theatres) what immediate actions were taken: extra dose of muscle relaxant brought into theatre in case the suxamethonium hadn't reached the circulation (fasciculations were seen and so sux assumed to have made it in) alternative access gained datix completed outcome of incident: near miss (incident prevented/did not occur)

Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone #: (B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: in the process of administering a general anaesthetic for category 1 caesarean section cannula malfunctioned. Following induction bolus of propofol into the top port of the cannula when I removed the syringe a mix of blood, propofol and plasmalyte (that was running through the giving set) came out of the grey port on the top of the cannula. Given the clinical situation I immediately injected 100mg suxamethonium into the top port followed by a large flush. Surgery was commenced and alternative IV access was gained. (Of note the cannula was a 16 ga bd venflon inserted by myself in labour ward before arriving to theatre as following a similar recent event a number of 16 ga cannulas have been removed from theatres) what immediate actions were taken: extra dose of muscle relaxant brought into theatre in case the suxamethonium hadn't reached the circulation (fasiculations were seen and so sux assumed to have made it in) alternative access gained datix completed outcome of incident: near miss (incident prevented/did not occur).